Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the absorbable strap was used. During surgery, the strap was not working from the first fire. It was reported that the staff surgeon tried multiple fires but the strap did not engage properly. It was reported that another device was required. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name. Please explain in detail what was the issue with the device. What do you mean by ¿secure strap did not engage properly¿?i.e did the device jam? When the trigger was depressed, no straps were deployed?, "straps" were not adhering to tissue or mesh?.¿ etc¿ please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.